Event description:
It was reported that an unknown manifold caused an occlusion alarm to occur on an unknown syringe pump. Multiple drips of total parenteral nutrition, heparin and primacor were running through the manifold with one link connectors going to a broviac catheter. After 48 hours, the syringe pump alarmed occlusion. The lines with the one link connectors were flushed and the lines were sluggish, even after removing the one link connectors and reflushing. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.